Manufacturer narrative:
(B)(4). Product not returned.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that low hv lead impedance was also noted on the riata lead.

Event description:
It was reported that insulation was detected on the lead. The patient received inappropriate shocks. The lead was explanted and replaced. The patient was stable.